Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 26 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sweating and difficulty speaking. The patient reports their blood glucose level had rose to over 400 mg/dl. As treatment, the patient administered 25 units of insulin via insulin pen in which caused the patients blood glucose level to decrease to 26 mg/dl. The patient had gone by ambulance to the hospital. Once at the hospital the patient was treated with intravenous glucose. The patient was discharged from the hospital after 2-3 hours. The patients pod will not be returned as it has been discarded.